Event description:
My daughter w/down syndrome has type 1 diabetes, since 2013. I perform all her diabetes care. We switched her from tslim x2 insulin pump to beta bionic ilet pump (B)(6) 2024. We've had multiple incidences with extreme low blood sugars, reached trainers and adjusted settings during this time. On (B)(6), I had enough. The ilet continues to pump out insulin for high blood sugars, it dosed her over 17 units of insulin over a 2-3 hour period and her blood sugar dropped to 56 with 12 units of insulin in her body. If no intervention was taken these 12 units would have cause a blood sugar below zero! She could have died. I had to feed her over 100 carbs and do a glucagon shot to raise her blood sugar just to keep her above 70. I am also on facebook beta bionic groups and this is a common occurrence. This product does not perform as they advertise. They say to just allow the pump to learn your body. That has never happened. It over corrects high blood sugars causing extreme lows. We have gone back to tandem tslim x2. I feel there needs to be more testing on this product. The trainers from beta seem to keep pushing "let the pump learn you". People are tweaking the pumps weight from their actual weight to lower weights to make the pump dose less insulin so to avoid lows. This is not how the pump is supposed to be used. The pump is advertised to do all dosing and dose for meals as "usual, lower or higher" we have extensively reached out to beta and have gotten the run around over my daughter lows. It also will keep her high for extended periods. Her hemoglobin a1c (a1c) has gone up to 7.4 the last 6 months from 6.8. I monitor my daughters type 1 diabetes care, 24/7. She is on dexcom g7 also which is connect to the ilet insulin pump. I am not new to type1 diabetes care. She has been on several different kinds on insulin pumps over the 12 years she has had diabetes. Ilet pump has been a nightmare.